Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to the patient being unhappy and seeing halos. There was no medical or surgical intervention required. Another johnson & johnson iol was implanted as replacement (different model, diu150, different diopter of 24.5). The patient is well post-operatively. No further information was provided.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: may 31, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached. The lens was cleaned and, no issues that could have contributed to or caused halos or poor vision could be identified. Based on the return condition of the lens, no further product evaluation could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.